Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) units power cable casing stripped. There was no patient involvement.

Manufacturer narrative:
Additional customer contact information: name: (B)(6),occupation: biomedical engineer, (B)(6). It was reported that during preventive maintenance cs300 intra-aortic balloon pump (iabp) had frayed ac power cord. It was resolved by replacing cable ac line power cord (012-00-0886-01). Complete checkout and checklist has been performed.

Event description:
N/a.